Event description:
It was reported that the lead has an impedance less than 200 ohms, the threshold is increasing and sensitivity is decreasing. It was also reported that they increased sensitivity of the lead and the patient will be monitored. The lead is still in use and no patient complications have been reported as a result of this event. It was further reported that the lead has now been capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead has an impedance less than 200 ohms, the threshold is increasing and sensitivity is decreasing. It was also reported that they increased sensitivity of the lead and the patient will be monitored. The lead is still in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.